Manufacturer narrative:
A record review for the phacoemulsification unit was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm or verify that there was an issue with the operation of the machine. The fss found no issues. The fss visually inspected the tubing pack used during the event reported and found no observations. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. The wound required seven unplanned sutures to close the incision. A brief description from the account indicated there were air bubbles in the aspiration line during the prime and tune cycle. The surgery center reprimed and tuned the unit without any error warnings displayed, although there were air bubbles remaining in the aspiration line. At the initiation of the phacoemulsification, the surgeon noted the aspiration line was occluded. As a result of the occlusion, a corneal burn occurred. The procedure was halted to replace the tubing pack. The procedure was completed. The customer suspects defective tubing may have contributed to the event. This report is for the phacofragmentation unit.